Manufacturer narrative:
The device has not been returned for eval. Should new info become available, a f/u MDR will be submitted.

Event description:
Received info that pump has stopped all insulin delivery.